Event description:
Customer reported experiencing multiple intermittent occlusion alarms with their pump, which caused blood glucose levels to exceed 500 mg/dl, displaying as "high" on the monitor. Specific blood glucose values were unknown but were recognized as being high. The customer corrected the high levels through injection and replaced supplies to address the alarm issues, and no assistance from a third party was required. Corrective measures included sending a replacement pump with updated software. Customer will continue to use current pump for insulin delivery.